Event description:
Event description guidant received information that in february 2006, the gas gauge on this pacemaker was at 50% and longevity remaining was four years. Today, device interrogation noted the gas gauge to be at just above elective replacement time (ert). Device programming was moderate and no reprogramming had been performed. A download of device data was reviewed by a guidant engineer which did not reveal any issues which would have resulted in the premature depletion. A guidant technical services consultant recommended device explant as the patient is pacemaker dependent. The device was explanted and replaced without further incident.